Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that his unit was turning on/off for 2-3 weeks ago. The patient had met with a manufacturer representative (rep) and he hadn¿t found anything wrong. The patient thought it was the patient programmer (pp) causing the issue and wanted the pp replaced. The pp was used during the call and confirmed that stimulation was on. The pp was reviewed to appear to be working as expected and that the pp did not need to be on for therapy to be on. The patient was getting upset when trying to clarify the issue. The patient was redirected to their healthcare provider (hcp). Additional information received from the patient reported that the hcp had called the rep but hadn¿t heard back. Additional information received from the patient via the rep reported that impedances were taken and were good. Positional movement was not related to the event. The implantable neurostimulator (ins) was intermittently turning off and back on. The patient would check the ins and it would show the lightning bolt. He would press the + or ¿ key and it would turn back on. This would happen about every hour but it would vary. The rep checked the cycling and scheduled therapy and both were off. This had been happening for 2 months and was getting worse. Relevant medical history included other chronic/intract pain (trun k/limbs). Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was feeling stimulation on for 30 minutes and off for 30 minutes. The caller inquired if the patient's device had cycling and it was confirmed that it did. It was confirmed by the caller that there was no cycling or scheduled therapy programmed. It was suggested to program cycling without disclosing it to the patient and then get a response from the patient as to how they might be feeling it. Additional information received from the patient in response to follow-up reported that they had went to their doctor office on the day of this report and had seen the (rep) about the unit going on/off. No one seemed to know the cause but possible battery and loose leads were mentioned. The rep checked for possible loose leads and they seemed to be okay. The patient had told everyone it was turning on/off every hour but on the day of this report after getting home from the doctor office, the patient kept a chart and it was turning on/off every half hour. It would be on for half hour, and then would be off for half hour, and then continue to repeat.

Event description:
Additional information received from the patient reported that their doctor was contacting their insurance to get a replacement scheduled.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that a replacement was going to be scheduled due to the patient recharging every other day. The caller declined doing a recharge interval calculation. It was unknown when the recharging more frequently began. Additional information received from the rep reported that the patient had 2 programs at 3.5 volts and approximately 45 hertz each. They were charging too often. Additional information received from the rep in response to follow-up reported that the patient had been seen on several occasion and had called technical services multiple times regarding the system. Troubleshooting was currently being performed for the system turning on and off by itself on a regular schedule. They were planning on seeing him soon to check the manufacturer file. The appointment had not yet been scheduled and the patient lived far away. Additional information received from the patient reported a power on reset (por) occurred. Therapy had stopped due to this. It was not related to an overdischarge. Stimulation/battery went dead on (B)(6) 2016 and when he checked it the morning of (B)(6) 2016, it showed the por. No trauma/falls or emi/external interference occurred. The por was an informational por. The patient recharged up. Clearing the por was reviewed and was successfully cleared and the battery level was at ¾ charge. Therapy was turned back on and was adequate. It was noted again that the healthcare provider (hcp) thought there was something wrong with the implant due to it shutting off and the rep not being able to find anything wrong with it. A replacement was mentioned again but no date was scheduled yet.

Manufacturer narrative:
Supplemental to update conclusion code no longer applies. Analysis of the implantable neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant anomalies. The interrogation report of the device found that the therapy cycling feature was enabled and set to 30 minutes on and 30 minutes off when the device was received for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.